Manufacturer narrative:
(B)(4). - supplemental MDR - syringe needle connectivity issue an investigation was conducted on five samples of 10ml luer-lok syringes (part number 302995) from batch 4340712. All samples were received in sealed packaging and visually inspected, with no defects observed. Upon filling, minor air bubbles were noted; however, this is considered normal and within acceptable limits according to product specifications. It is recommended to hand-tighten the needle onto the syringe prior to use to ensure secure attachment. Furthermore, a device history record review was completed for provided lot number 4340712. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd syringe 10ml ll s/c 200 had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #302995 lot #4340712. Rcc received a complaint via email. Date: (B)(6) 2025, complaint number: (B)(4), account number: (B)(4), account name: xxxxxxxxxxx, contact person: xxxxxxxxxxxxxx, item number: 308-302995, lot number: 4340712, sample available: confirming, item description: syringe only bd 10ml luer lock. Incident description: as per account, there has been a reported problem with stores #2456 lot# 4340712. The blood lab has reported that on multiple attempts the connection point has been loose while connecting to butterfly needles. This has caused air bubbles to be drawn into the syringe while pulling. Blood samples. I¿ve removed the affected lot # from the blood lab and pulled aside the remaining cases of this lot # we have in stores. So far this has been the only report of this problem to stores, but blood lab may have been the only unit to receive this affected lot #.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.